Manufacturer narrative:
Continuation of d10: 459888 lead implanted: (B)(6) 2017 5076-52 lead implanted: (B)(6) 2016 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient presented to the emergency department for dizziness and lightheadedness. Additionally, it was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) for high-rate non-sustained episodes and short ventricular intervals. Oversensing was reported on the lead noted on the current electrogram (egm) and stored egms. At times the oversensing was causing pacing inhibition. The lead remains in use. No further patient complications have been reported as a result of this event.